Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultralink meter was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that on january 13, 2010 at 4 pm, she obtained an alleged high blood glucose result of "349 mg/dl" with the subject meter. The cca noted that the pt is on an insulin pump. In response to the reading, the pt claimed she took an unspecified amount of insulin. Approximately 1 hour later, the pt reported that she developed numb hands. The cca also noted that the pt claimed that she had been treating self for high blood glucose readings and then having "low blood sugars" and becoming almost non-responsive." At the onset of symptoms that evening, the pt claimed she tested her blood glucose and obtained a result of "49 mg/dl". The pt reported treating self with glucose tablets and/or glucose gel. Replacement products were sent to the pt. This complaint is being reported because the pt claims, she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed low blood sugar symptoms after the alleged meter issue began.